Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump kept alarming "air in line detected". The device was tested on multiple sets. There was no reported adverse event.

Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. A fluid filled cassette was attached to the pump, testing could not be completed due to an air in line alarm displaying. The issue was caused by the air detector and will be replaced to resolve the issue.